Event description:
The sheath of this device pulled back and accordioned during insertion. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.